Event description:
It was reported that the patient presented for a routine pulse generator change out. During the pre-op check, the right ventricular lead exhibited a low impedance and loss of capture at max outputs. The patient was symptomatic with fatigue and a heart rate in the 30's and was not able to stand up. The lead was capped and replaced. The patient was in stable condition.

Manufacturer narrative:
(B)(4)